Event description:
Used to cover small surface puncture wound. Used with neosporin left hand. I applied neosporin and then covered it with band-aid (johnson & johnson). When I attempted to remove band-aid it ripped off layers of skin (3x the size of the wound). Use of neosporin (very painful). Skin tight in that area. Now, over 3 weeks with scab cover ((B)(4) 2015).